Event description:
Revision surgery - the humeral cup dislocated from the stem. The cup was size 44; replaced with size 40, but still too loose. The surgeon soaked the explants and reimplanted them.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the revision surgery was determined to be dislocation of the humeral cup from the stem. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.